Manufacturer narrative:
Date sent: 03/27/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the staples could not be formed properly at the first firing. A part of the staple was unformed. There were no adverse consequences to the pt.